Event description:
Pt had knee replacement 7-8 yrs ago at another facility. Did well until recently, increased pain and effusion. Pt admitted for surgery procedure showed "wear, delamination, pitting and thinning tibial side." Replaced to different size component.